Event description:
It was reported that the probe driving unit's socket is broken and the image is dark. The ion endobronchial ultrasound under general anesthesia was prolonged for over 30 minutes due to switching of radial probes with the unit and needing to have a biomed technician come up to assist with troubleshooting during the case. There were no reports of further patient harm.